Event description:
At the end of the breast reconstruction surgery, staff were gently turning the pt to apply post surgical bra and abdominal binder. While turning, the bed controller slipped off the bed and fell to the floor. The head of the bed immediately started to raise up to 60-90 degrees. The staff attempted to use the bed controller to lower head of bed, but it appeared to not have power (power light was off). The control panel (at the base of the bed) had a controller there, however, it did not work. The main power to the bed was switched off/on and then the back down button on the controller was pressed. The bed stopped. There was no injury to the pt.